Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, a void >1 mm in non-textured, wear abrasion, brown particles in device inner surface, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was one smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "discomfort".